Event description:
The customer reported having signs of diabetes ketoacidosis and was vomiting. The customer also reported being hospitalized for high blood glucose of 600mg/dl. The customer stated that he went to the hospital with abdominal pain. Troubleshooting was performed. The alarm history revealed several no delivery alarms. The basals, daily totals, and time on the device were correct. Ran a fixed prime and high pressure tests and the insulin pump passed the tests successfully. The customer stated that he had bent cannulas. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.